Event description:
See manufacturing #s: 2032545200802005 and 203254200802006. The bravo ph monitor capsule was returned to the manufacturer for an unknown reason.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The capsule was returned separate from the delivery system. The capsule had some saliva on it. No blood was present. The capsule failed to attach. The analyst was unable to determine what capsule belongs to the delivery system.